Event description:
During a thoracotomy the vascular reload fell apart as the surgeon fired it. The tissue had to be cut out of the jaws of the device since it would not release. The reload is being returned but the stapler is not being returned. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Cartridge received with retaining pin cap broken off, retaining pin broken, and gouge marks behind the guide.